Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported, the unit of measure setting of his unlocked freestyle flash meter changed from mmol/l to mg/dl. The device was returned and during the course of the investigation, it was determined the meter had exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.